Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d324 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, centrifuge bowl leak/break and alarm #18: system pressure. No trends were detected for these complaint categories. A corrective and preventive action was initiated for complaint category, centrifuge bowl leak/break. Service order, (B)(4), feedback: the service technician cleaned the instrument and verified that there was no spill on the instrument's electronics. The system checkout procedure was performed and the instrument passed all checks. The instrument was ready to go back into service. No further action required. This assessment is based on information available at the time of the investigation. The analysis of the kit, smart card, and photos is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report a blood leak in the centrifuge chamber. The customer reported that they had just started purging air, after approximately 30 ml of whole blood processed, when the leak occurred. They had just received an alarm #18: system pressure alarm before the blood leak. The customer estimated that there was approximately 20ml of blood and priming fluid that leaked out from the base of the centrifuge bowl while the bowl was spinning. The customer reported that they aborted the procedure and did not return any fluids to the patient. The customer stated that the leak/spray coated the centrifuge chamber walls, the centrifuge door, the drive tube clamp/latch, the bowl holder, etc. The customer requested that the instrument be serviced in order to finish cleaning the spill, and to confirm that all parts and components of the instrument are functioning within specifications. Service order, (B)(4), was dispatched. The customer reported that the patient was stable, and no blood transfusion or fluid replacements were ordered by the physician. The kit, smart card, and photos have been received for evaluation.

Manufacturer narrative:
The kit, smart card and photos were returned for analysis. The smart card data indicated that prime was completed without incident. Blood collection began. After 144ml of whole blood processed, an alarm #7 blood leak (centrifuge chamber), alarm #18: system pressure, and multiple alarm #17: return pressure alarms occurred. An examination of the photos confirmed the occurrence of a blood leak in the centrifuge chamber. The centrifuge bowl was pressure tested and a leak at the joint between the bowl and its base was confirmed. A review of both the centrifuge bowl and photos indicated that the leak was due to a crack on the side of the bowl. The root cause of the alarm #7: blood leak (centrifuge chamber) alarm was due to the crack on the side of the bowl. However, the root cause for the crack could not be determined. The bowl assembly is 200% leak tested during manufacturing; once as a sub assembly and once as part of the final kit. The device history review of the lot found no related nonconformances. The lot had passed all release testing. (B)(4).